Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, is alarming loss of ac and there was a burnt smell inside the ventilator. The customer stated there was a patient on the ventilator when the issue occurred, there was no harm or injury.